Event description:
It was reported that the patients legs locked up and she felt like the 'pump was not working,' following a magnetic resonance imaging (MRI) scan. On (B)(6) 2012 the patient had a MRI of her back while in the emergency room (ER). It was indicated that the pump was not checked following the scan. The outcome of the patient was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).